Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the e315 error could not be identified. However, it¿s likely the cause is related to breakage of image sensor unit including disconnection by stress of repeated use, external factors, or handling, or that the components including ic chip and capacitor, mounted on the electric circuit board had a defect. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: [chapter 3 preparation and inspection, 3.8 inspection of the endoscopic system] ¿ inspection of the endoscopic image 1. Observe the palm of your hand using the wli and nbi endoscopic images. 2. Confirm that light is output from the endoscope¿s distal end. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. 4. Turn the up/down and right/left angulation control knobs slowly in each direction until they stop. 5. Confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
Per additional information from the customer, the event occurred during inspection for use.

Manufacturer narrative:
The device was returned and the evaluation could not confirmed the customer¿s reported e315 scope error issue. The evaluation notes the following findings: due to damage to the suction-cylinder, water tightness is lost. The scope connector and the control unit are dirty due to water leakage. The suction-cylinder is shaved, the universal cord is sticky, the light guide -bundle is slipping down and the adhesive on the bending section cover is chipped. Due to wear of angle wires, there is play of up/down angulation knob and it is out of the standard value and bending angle in up direction does not meet the standard value. There also cosmetic scratches to the switch box , switch#1, the elevator lever and elevator knob, the up/down and right/left angulation knobs, the control unit, scope connector, the protector boot of universal cord on scope-connector side, the universal cord, the distal end cover, and the connecting tube. The investigation is still in progress; however, should additional relevant information become available, a supplemental report will be submitted accordingly.

Event description:
The customer reported that during inspection for use, the evis lucera elite colono-videoscope had a scope error code, e315, when connecting to the video system. The scope was changed out with another, and the scheduled diagnostic procedure was completed. No death or injury and no impact to patient or other has been reported.